Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Not returned to manufacturer.

Event description:
Halyard received a single report that referenced six different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2016-00139 for the second patient, refer to 8030647-2016-00140 for the third patient. It was reported that the suction catheter blocked inside the intubation tube. The nurse disconnected the closed suction system and managed to extract the catheter. The reporter alleges that the issue is recurrent, but has not provided any details on the number of times it has occurred. The patient was (B)(6).